Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history revealed multiple call-service alarms. The pump powered on with a call-service alarm which could not be cleared. The reference voltage was found to be out of specification. An internal component was found to be defective. Removal of the component returned the reference voltage to be within specification. The pump was primed and exercised without emitting alarms or warnings.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.